Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert for high sensing integrity counter (sic) on the right ventricular (rv) lead and a non-sustained high rate episode. The rv lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the high sic on the rv lead was due to oversensing of noise and the alerts continued to show on interrogation reports. It was later reported that the rv lead had a suspected fracture and the cardiac resynchronization therapy defibrillator (crt-d) was also suspected of having a noise issue. The rv lead was capped and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.